Event description:
During uterine dissection utilizing the davinci robotic surgery system, the device had an arc between two instruments. In use at the time were the monopolar scissors and the precise bipolar instrument. Tiny holes were found in the protective sheath cover of the monopolar scissor. The cover was immediately changed and the surgery continued. No pt injury reported.